Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the stopper does not work. Image is not straight during an unspecified inspection for use involving olympus autoclave camera head. There was no patient involement.